Event description:
It was reported that the patient wanted the manufacturer representative to be at her appointment the day after the report. The patient wanted to have her device reprogrammed because of the vibration was bothersome and painful. They had been having these problems with the implantable neurostimulator (ins) itself. The patient said their stimulation sensation was not as smooth as it usually was and it was more of a pulse vibration. This first started about a week prior then later it was noted that it started about 4-5 days ago. The patient was in a car accident in (B)(6) and she lost sensation in her right leg. The right leg is where the stimulation was bothering her. The leads were located at l3. Additional information was reported that there was not a 50% symptom reduction, but it was unknown if it was device related and the cause of the event was not determined. Reprogramming was done. The patient had a follow up visit for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was reported indicating that the at the follow up appointment on december 2nd the manufacturer representative did not perform reprogramming. It was also noted that they would be seeing the patient again this month. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received indicating that the patient had a follow up appointment (B)(6). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that mild reprogramming was done and adaptive stim was removed. The patient reported having satisfactory stimulation.